Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the (B)(6) 2020 emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filled to include device explant and analysis information.

Event description:
It was reported that this patient's device has depleted from 44% to 8% battery after approximately five months. The device provided three shocks during this time frame. The most recent battery status of the device is at 1%. Remote device analysis was performed and it is suspected that the device is depleting prematurely. Replacement was recommended, however the device remains in service at this time. No adverse events.